Manufacturer narrative:
A distributing facility reported, "each pattie has a string and radiolucent marker. 3 of the markers had come away from the pattie and that should not happen. 2 went up into the suction and 1 was retrieved and put in specimen pot." (B)(4). Requested the return of the device, however it was unavailable to be returned. A supplier corrective action request (scar) will be issued to the supplier. The investigation is ongoing and not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A distributing facility reported, "each pattie has a string and radiolucent marker. 3 of the markers had come away from the pattie and that should not happen. 2 went up into the suction and 1 was retrieved and put in specimen pot."

Manufacturer narrative:
A distributing facility reported, "each pattie has a string and radiolucent marker. 3 of the markers had come away from the pattie and that should not happen. 2 went up into the suction and 1 was retrieved and put in specimen pot." Deroyal industries, inc. Requested the return of the device, however it was unavailable to be returned. Deroyal reviewed the work order for the lot specified and found no issues. This is a purchased product therefore deroyal does not maintain a risk analysis. An inventory check was conducted on one case of product. All were found to be acceptable. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) was issued to the supplier, (B)(4). Medsorb found that an issue similar to this was found to be caused by an inconsistency in the x-ray inspection of welds. Previously it was due to an adjustment of the sealing horn without using a feeler gauge. Also it was found within the investigation that operators do not periodically verify the x-ray welding process. However, in this instance, the product nor pictures were returned so the specific root cause could not be determined. Product in process was inspected and all found to be within specifications. Root cause: because no product or photos were returned and therefore no specific reviews could be conducted, the root cause was unable to be determined. Potential root cause: a potential cause is that the weld between the radiopaque strip and the sponge failed due to insufficient horn-to-anvil clearance, likely caused by variation in material thickness. This may have resulted in inadequate mechanical bonding. According to maintenance and manufacturing, the previous horn type offered greater stability during the welding process when material thickness variations occurred. Corrective and preventive actions: medsorb updated the relevant work instructions, validated new horn designs that provide better stability, and retrained production personnel to ensure proper set-up verification practices are followed. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.